Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a loose retainer ring and random button stuck alarm. Customer stated that the reservoir did not lock into place. Customer stated that button had to hit couple of time for activation, random no delivery alert, battery lasted less than 7 days, rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.